Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing an arterio-venous fistula procedure in the axillary/brachial artery with a gore® viabahn® endoprosthesis. The stent was advanced and deployed successfully, however when the delivery system was being removed, the catheter broke, leaving the proximal part inside the artery with the guidewire. The catheter fragment was removed by cutdown in the brachial artery. There were no reported anatomical constraints, no unusual manipulation of the delivery catheter. A transfusion was not required. The patient did well following the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified. The lot met all pre-release specifications.

Manufacturer narrative:
Section c1: name: cbas® heparin surface. Manufacturer/compounder: w.l. Gore & associates, inc. Lot number 20648380. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Results code 2: 706: the engineering evaluation stated the following: the delivery catheter was returned. There appeared to be a white, salt looking substance on the device. This is not a part of the device, so it was not evaluated. The delivery catheter appeared to be severed at the transition, the first section measured approximately 114cm in length and the second section measured approximately 14 cm. There was no disruption of the pebax on the section of the distal shaft that is inserted into the dual lumen which was about 5 mm in length. The transition appeared to be bonded to the distal shaft. Engineering evaluation conclusion(s) are: transition bond separation. Based on the device examination performed, this event has the potential to relate to a manufacturing deficiency. Further investigation and evaluation was conducted.